Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead impedance increased from (B)(4) to (B)(4) in 6 months. Threshold increased and sensing decreased in that 6 month period. Device remains implanted.